Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses and originally treated successfully for an infrarenal abdominal aortic aneurysm. It was reported that on (B)(6) 2018, the endoprostheses were explanted due to an infected aorta and the artery was replaced with a vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4) -the review of the sterilization paperwork verified that these lots met all pre-release specifications (B)(4) -the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.